Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient (pd) on continuous cycling peritoneal dialysis (ccpd)reported having peritonitis. Upon follow up, the pdrn stated the patient¿s peritonitis was unrelated to the use of the any fresenius device or product. The pdrn declined to provide further information regarding the event, patient, and diagnosis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis patient (pd) on continuous cycling peritoneal dialysis (ccpd)reported having peritonitis. Upon follow up, the pdrn stated the patient¿s peritonitis was unrelated to the use of the any fresenius device or product. The pdrn declined to provide further information regarding the event, patient, and diagnosis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set . It was reported by the pdrn that the adverse event was unrelated to use of any fresenius device or products. All dialysis treatments include risk of infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis.